Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of deflation-ndr, use error, capsular contracture-breast and anxiety¿product/procedure-breast was received on (B)(6) 2024 with catalog number mcghan 350cc. Based on the device analysis grid, the assessments of the complaint are: deflation and use error: observed two openings assessed as surgical damage per rga. Capsular contracture-breast: unable to observe since it is not related to the device. Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. As per the investigation procedure observed delamination total of the plug strap disk side assessed as adhesive failure, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side "exchange from possibly textured implants to smooth", capsular contracture baker grade unknown, and "punctured with needle to drain fluid in midline just above inferior margin". The report of punctured to drain is not device related. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product-procedure: unable to observe, since it is not related to the device. As per the investigation procedure: crease particles opening was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, a right side "exchange from possibly textured implants to smooth". Capsular contracture, baker grade unknown. And "punctured with needle to drain fluid in midline just above inferior margin". The report of punctured to drain is not device related. Device has been explanted.